Event description:
It was reported that the patient experienced a low blood glucose, with readings of 70 mg/dl decreasing to 67 mg/dl, then rising to 104 mg/dl approximately 15 minutes after eating, later measuring 108 mg/dl, and ending the call at 130 mg/dl. Symptoms included no reported clinical manifestations of hypoglycemia. Outcomes included self-treatment with oral carbohydrates and recovery without medical intervention or hospitalization. Investigation included troubleshooting and education completed by support personnel. Investigation of this case revealed no device malfunction reported and the cause of the hypoglycemic episode remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.